Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a multiple empty cartridge alarms occurred while the cartridge was not empty. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 146-222 mg/dl.